Event description:
Additional information has been received and it states that the surgeon cutted the implant in half before removing it. The patient was doing better and has not complained of headaches or light sensitivity since the implant was changed.

Manufacturer narrative:
Additional information has been provided in b.5. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis and the reported complaint cannot be confirmed. Additional information from the reporter stated the company lens with diopter 235 was replaced with a company lens with diopter 200 iol. An iol (intraocular lens) exchange for a difference equal to or greater than two diopters, indicates the event is most likely related to a calculation error. Based on the information provided, the event does not appear to be related to the product. The company 235 diopter lens was exchanged for a company 200 diopter lens. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, after intraocular lens implantation surgery, the patient experienced halos. Hence the lens was explanted and replaced with another model, same company lens in a secondary procedure. No patient impact reported. Additional information has been received and it states that the surgeon had not found any physical defects in the implant, but the patient had complained of poor vision and headaches since the day after surgery, with no improvement despite treatment or additional correction.